Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inventory had not updated correctly. A technical support specialist (tss) found that the station inventory was incorrect. Data synchronization in manual recovery required, the tss run manual recovery knowledge article 'data synchronization invalid upload change tracking value'. The station had been syncing nominally prior to the issue. The station subsequently began uploading data to the server in a timely manner. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es inventory did not update correctly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.